Event description:
The manufacturer received information alleging a malfunction of the exhalation valve. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, the device failed test steps related to the exhalation valve during testing. The device's active exhalation control module was replaced to address the issues.